Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: prsvn allpoly tib lm/rl s4 7mm, 149812406.

Event description:
Patient was revised to address loosening of the femoral component at cement to implant interface. Cement manufacturer was unknown. It was also reported that femur and tibia were removed and revised to a primary attune tka. Doi: (B)(6) 2006; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.